Event description:
A shockwave c2 plus intravascular lithotripsy (ivl) catheter was used to treat the left anterior descending artery. It was reported that the patient underwent a percutaneous coronary intervention (pci) procedure to treat a concentric de novo lesion. It was reported that multiple negative pullbacks were attempted and air was in the balloon which ruptured during the initial pulsing delivery. It was noted that an air embolization occurred and the patient went into harmful dysrhythmia. In addition, the patient's blood pressure dropped, therefore an impella device was inserted.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination could not be performed. Evaluation of the subject device is anticipated but has not yet begun. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Manufacturer narrative:
The subject device referenced in this report was returned for investigation and suspected. All emitters showed signs of wear, indicating that they were fired as expected. Longitudinal rupture was noted over emitter #2, extending for 1mm. Signs of heat effects were noted on the edge of the rupture. No other damage was noted on the balloon surface. The reported failure of balloon loss of pressure was confirmed. The likely cause of the balloon loss of pressure could possibly be attributed to heat effects. Based on the reported event, multiple negative pullbacks were attempted and air was in the balloon which ruptured during initial pulsing. After the rupture, an air embolus was noted and the patient went into harmful dysrhythmia. The likely cause of the adverse event is related to the patient's anatomy. The lot number of the returned device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Additional information was provided on 25jan2024. The patient was taken to ICU for observation after the event and then went home the next day. The physician saw the patient in clinic, and they are doing well.

Manufacturer narrative:
The purpose of this follow-up MDR is to report new information regarding the patient's status following the initially reported event.